Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the stimulation was getting into the patient's teeth; was making the teeth painful and it caused damaged. It was also reported that the patient was bedridden the whole time that the device was implanted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not speculate that the patient's symptoms were device related but the cause was unknown as to why the patient felt that way.

Event description:
A report was received that the stimulation was getting into the patient's teeth; was making the teeth painful and it caused damaged. It was also reported that the patient was bedridden the whole time that the device was implanted. The patient underwent an explant procedure.